Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the patient was revised following a hip arthroplasty due to an MRI revealing a small mass in her hip area and elevated cobalt levels. During surgery, corrosion was seen on the stem and inside the head.

Manufacturer narrative:
Concomitant medical product(s): 65771100600 name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 6 standard offset lot: 60668823; 00630505032 name: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 60790050; 00620005222 name: shell porous with cluster holes 52 mm o.d. Lot: 60790497.

Event description:
It is reported the patient was revised following a left hip arthroplasty due to an MRI revealing a pocket of debris, small mass was a pseudotumor. This patient also experienced elevated cobalt levels. During surgery, corrosion was seen on the stem and inside the head. It was also noted that there was a mild amount of proximal femoral osteolysis. The liner was removed and replaced after the slime was cleaned from behind the liner. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Complaint sample was evaluated and provide revision op notes confirmed the reported event. Visual inspection of the returned femoral head shows dark debris on the taper. Review of the revision op noted confirms revision due to adverse local tissue reaction secondary to tribocorrosion. A pseudotumor was encountered posteriorly and was debrided completely. The head was removed and corrosion was noted inside the head and evidence of staining on the trunnion. There was a mild amount of proximal femoral osteolysis which was debrided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned femoral head shows dark debris on the taper. Dimensions were found confirming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. Root cause of the event could not be determined. There are warnings in the package insert that this type of event can occur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.